Event description:
It was reported that a patient had no stimulation sensation. It was stated that the company representative was seeing question marks (???) In "results" when they ran impedance tests. Accurate results were not able to be obtained at the programmed parameters. It was stated that the company representative saw impedances of greater than 4,000 ohms on some of the bipolar pairs. There was a possibility of an open circuit. Further information has been requested. If more information becomes available, a supplemental report will be sent.

Event description:
Follow up information reported that the patient was scheduled for their lead revision on friday (B)(6) 2013. If additional information is received, a follow up report will be sent.

Event description:
Follow up information confirmed that the patient had a new lead placed with the result that they received therapeutic stimulation. It was noted that manufacturer's device registry confirmed that the entire implantable neurostimulator (ins) system was replaced on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1997. Product type: extension: product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1996. Product type: programmer, patient: product ID 3587a, lot# l41688, implanted: (B)(6) 1996. Product type: lead. (B)(4).

Event description:
Follow up reported, the leads and battery were replaced. It was later reported they replaced the patient's battery and impedances were better. Patient noted they could still not feel any stimulation. It was reported, the patient was scheduled for a lead revision on (B)(6) 2013. It was reported, the patient had not had the revision yet and the representative was unsure when the patient would have it done. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3587a, lot# l41688, implanted: (B)(6) 1996, explanted: (B)(6) 2013. Product type: lead: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1997, explanted: (B)(6) 2013. Product type: extension.